Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the watertight defect most likely occurred due to flooding from the disconnection of the cable from the video connector. The cause of the pixel defects was due to an electrical issue. The most probable cause of all issues was component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited disconnection of the cable stress boot on the video connector side, watertight defects, and pixel defects. There was no patient involvement.